Event description:
The lay user /patient contacted lfs on september 1, 2010 alleging inaccurate high reading on his one touch ultrasmart meter. A medical surveillance specialist (mss) briefly spoke to the patient and the patient requested I contact him later. Mss was unsuccessful in getting a hold of the patient for the second time and sent a letter to obtain further clinical information: the patient mentioned that on that at 3:00pm on (B)(6) 2010, he tested his blood glucose and obtained a result of 380 mg/dl. He did not exhibit any symptoms at the time of testing and was comparing the blood glucose reading to how he was feeling. Due to the blood glucose result, he took 10 units of humalog insulin . It is unknown whether the patient had taken the 10 units on his own or based on a sliding scale. Between 4:00pm-5:00pm, he felt low and passed out. His wife contacted the paramedic and when they when they arrived they tested his blood glucose and obtained a "low reading' . The patient does not recall the exact reading, does not recall what he was treated with or how soon after treatment he regained consciousness. He denied going to the ER. No further clinical information was provided. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that he passed out after taking 10 units of insulin based on a meter reading and had to seek medical attention from ems.

Manufacturer narrative:
Lot # was not provided. The 510 (k) # is k021819.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.